Event description:
Device was implanted post-op. Pt presented with left lower quadrant pain. An x-ray taken revealed the connection tubing to be in the lower abdomen. Pt required urgent surgery to retrieve the tubing. The connection arm fractured approx 10mm proximal to the metal connector for the tubing. A portion of the connection arm was in pt's abdomen.